Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not restart following a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device not auto-restarting after a downstream occlusion was inadvertently missed during evaluation and the pump is no longer in its as received condition, therefore a cause was not identified. The device will be fully tested prior to return to the customer to verify it meets all specifications. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed for a false downstream occlusion. The cause was identified to be the force sensor out of specification. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.